Event description:
A hospital in (B)(6) reported that the warmer head of an iw910 baby control mobile infant warmer is "cracked and deteriorating." This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint warmer head has not been returned to the manufacturer. It has been visually inspected by a fisher & paykel healthcare service engineer at our regional office in (B)(4). Results: the visual inspection revealed that the bottom edge of the uppercase of the warmer head was chipped with evidence of delamination of the plastic shell around this area. Cracks were also seen on the middle part of the uppercase on both sides, with evidence of crazing around this area. Small cracks were found on the lower case along with some spot stain around this area. A lot check revealed no other complaints of this nature for this lot number. Conclusion: it is likely that the cracking and crazing of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heaterhead begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the heaterhead. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: caution: do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base. Caution: the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. As part of continuous improvement, we have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. The complaint warmer head casing has since been replaced and returned to the healthcare facility.